Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: a male patient with a type b aortic dissection had an urgent surgery due to a dramatic increase in kidney function after several days in the hospital with chest and back pain. A surgical bypass from left common carotid artery (lcca) to left subclavian artery (lsa) was performed before a zta-p-36-161 ((B)(4)) (us ref. Number: 3002808486-2020-00671) was deployed with the proximal landing zone just distal to the lcca. After this an angiogram was performed which showed contrast in the false lumen why it was decided to place a zta-pt-36-32-209 (complaint device) distal to the zta-p-36-161. The patient passed away suddenly the night after the surgery. Autopsy revealed cardiac tamponade due to retrograde type a dissection. A preoperative CT study was provided and reviewed by an imaging expert. Per the findings of the imaging review the patient has an aortic dissection at the level of the lsa that extends 8 mm over the lsa origin, proximally, and terminates in the right eia and left cia, distally. Furthermore, the mid to distal thoracic aorta has severe tortuosity with >90-degree angulations. Per the instructions for use sent with this device the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. Furthermore, it is stated that localized angulations on more than 45 degrees may affect successful exclusion of the thoracic aneurysm or ulcer. Review of the device history record gave no indication of the device being manufactured out of specification. Based on the provided information and imaging it has not been possible to establish an exact cause for this event. It is noted that the device is used for a patient with dissection which is outside of intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under PMA p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter. During the late night/early morning of (B)(6) 2020 the doctor performed a surgical bypass from the left common carotid artery (lcca) to the left subclavian artery and then deployed a zta-p-36-161 up to the distal edge of the lcca. After an on table angio showed contrast still in the false lumen he decided to extend with the zta-pt-36-32-209 to land in the descending thoracic aorta. He deployed the grafts knowing that alpha thoracic does not have an indication for dissection. On the 22jun2020 the rep was informed. Apparently he saw the doctor the day after surgery and was pain free and in good spirits. However, that night he passed away suddenly. Autopsy revealed cardiac tamponade due to retrograde type a aortic dissection. Patient outcome: did the complainant inform of any adverse effect(s) on the patient due to this occurrence? Yes, death.